Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet went offline following a power outage at the facility. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline post power outage at their facility. A technical support specialist guided the users to power on the cabinet using the power button located beneath the monitor, the cabinet successfully powered on, and users were able to resume normal operations. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.